Manufacturer narrative:
The device was repaired and returned to the customer. The device has been in operation for more than seven years. It is presumed that the issues were caused by either normal wear and tear, or excessive force being applied to the composite and pip connectors. The device history record was reviewed and no issues were identified during the manufacturing process that could have caused or contributed to the identified issues. The instruction for use manual contains the following statements: do not touch the electrical contacts inside the video system center's connectors. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Do not connect or disconnect the endoscope, videoscope cable, video converter, or camera head while the video system center is turned on. Connecting or disconnecting the endoscope while the video system center is on may destroy the ccd. Turn the video system center off before connecting or disconnecting the endoscope.

Event description:
The customer returned the device to an olympus service center for evaluation. During the evaluation of the device, it was observed that there was no image and no picture in picture (pip) functionality due to a printed circuit board failure. There was no patient involvement, as the issues were identified during service.